Event description:
Per the clinic, the patient experienced skin overgrowth (specific date not reported) and subsequently the patient underwent skin revision surgery under general anesthesia in order to remove the excess skin and abutment (specific date not reported). The patient was treated with topical antibiotics (specific date and duration not reported). The implanted device remains.

Event description:
Per the clinic, the patient developed an infection around the abutment (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient underwent revision surgery (specific date not reported), in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system.